Event description:
It was reported that there was an over infusion of lactated ringer. A 1000ml bag of lactated ringers was started at 1236 and set to infuse at a rate of 84ml/hour. At 1600, the clinician noted the bag was low. The clinician expected 294ml to have infused, however the pump channel indicated only 260ml was left to infuse while the pcu showed a total volume infused of 285ml. The was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of lactated ringer. A 1000ml bag of lactated ringers was started at 1236 and set to infuse at a rate of 84ml/hour. At 1600, the clinician noted the bag was low. The clinician expected 294ml to have infused, however the pump channel indicated only 260ml was left to infuse while the pcu showed a total volume infused of 285ml. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-13619 is a concomitant. Please refer to manufacturer report number 2016493-2024-13620, which captured the correct suspect device per investigation report.